Event description:
Absence of stimulation and an increase of threshold were observed on the patient's right ventricular lead. Revision surgery was performed and the lead was repositioned, which resolved the issue. The patient's condition was stable.